Manufacturer narrative:
Device will not be returned for evaluation.

Event description:
It was reported via a call from the rn, while in the cath lab, to the clinical support specialist (css) at 3:02 pm. The intra-aortic balloon (iab) was just placed less than one hour and upon transport to the intensive care unit (ICU) the intra-aortic balloon pump (iabp) alarmed "front end failure." The rn reported being able to silence the alarms with the reset button, but since it continued to alarm, the rn returned to the cath lab with the patient. While switching the patient to a back up pump the console shut off and the monitor screen went black. The rn had the patient on the back up pump at that time and there was no delay or disruption in the pumping to the patient. The rn states there was a system error message, but does not recall the number. The pump has been powered down and no alarms codes are available. They will be sending the iabp to biomed for servicing. The iab was inserted through the sheath via femoral artery without issue. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome was the patient was still receiving iabp therapy. An update received on (B)(6) 2013, stated that the field service representative spoke with the biomed at the hospital regarding the pump (s/n (B)(4)). When the biomed arrived, they were given the same symptoms as reported and all they could find was an empty helium tank. A new tank was installed. The pump passed the functional check and returned to service. Reference MDR #1219856-2013-00013 for the second event involving the same patient.